Manufacturer narrative:
The device was not returned. However, on contacting the customer, stated the issue was resolved by reseating the cable connections the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source device displayed a b30 error (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection therefore a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.